Manufacturer narrative:
The device reference in this report was returned to olympus for eval. The eval confirmed the user's report of image loss. The image difficulty was likely due to a bent contact pin on the electrical connector. In addition, there was evidence of fluid invasion and corrosion in the electrical connector mouthpiece, which likely cause the image difficulty. The insertion tube was buckled below the protector boot. The switches were not working properly due to fluid invasion. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy procedure, the users experienced a complete loss of image when the colonoscope was at the cecum area. The colonoscope was withdrawn from the pt and the procedure was completed using a different, but similar device. There was no pt injury reported.